Event description:
Doctor reported he was attempting to implant an ams 700 inflatable penile prosthesis device into a healthy (B)(6) male pt, who was not believed to have high blood pressure, diabetes or other risk factors. Anesthesia introduction went fine. Early into the procedure, the pt coded twice-and was revised. Pt appeared to have had an anaphylactic reaction/shock. The doctor did not know what had contributed to this event and will be gathering info to determine that could have caused this reaction. Ams has provided the doctor with info concerning our device and latex. Lot/serial numbers and surgical details have not been provided at this time. It was reported the pt is home and doing fine.

Manufacturer narrative:
This is considered an unusual event in which an ams inflatable penile prosthesis was involved. The relationship was not established between the pt's condition and the ams inflatable penile prosthesis. We have made several attempts in gathering additional info from the doctor and currently waiting for his response. As soon as ams receives additional info, we will file a follow-up report. The frequency of occurrence of the event is not addressed in the device labeling.